Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that after 5 days of implantation of the pacing system, there was a ventricular threshold increase associated to a potential lead dislodgement. Prior to the re-intervention to correct the issue, an ECG showed a signal which looked like unipolar pacing. When the physician removed the implanted pacemaker from the pacemaker pocket, the silicon cover of the screwdriver slot was found to have been detached. The same ventricular lead was reconnected to another pacemaker and the procedure was concluded. The physician further indicated that due to the patient's symptoms of dementia, it cannot be identified whether extra force had been applied around the pacemaker pocket after the first implantation.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that after 5 days of implantation of the pacing system, there was a ventricular threshold increase associated to a potential lead dislodgement. Prior to the re-intervention to correct the issue, an ECG showed a signal which looked like unipolar pacing. When the physician removed the implanted pacemaker from the pacemaker pocket, the silicon cover of the screwdriver slot was found to have been detached. The same ventricular lead was reconnected to another pacemaker and the procedure was concluded. The physician further indicated that due to the patient's symptoms of dementia, it cannot be identified whether extra force had been applied around the pacemaker pocket after the first implantation.

Manufacturer narrative:
Please refer to the investigation report.

Event description:
The physician reported that after 5 days of implantation of the pacing system, there was a ventricular threshold increase associated to a potential lead dislodgement. Prior to the re-intervention to correct the issue, an ECG showed a signal which looked like unipolar pacing. When the physician removed the implanted pacemaker from the pacemaker pocket, the silicon cover of the screwdriver slot was found to have been detached. The same ventricular lead was reconnected to another pacemaker and the procedure was concluded. The physician further indicated that due to the patient's symptoms of dementia, it cannot be identified whether extra force had been applied around the pacemaker pocket after the first implantation.